Event description:
It was reported that the customer experienced a low blood glucose of 50 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.